Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The issue was due to a cable break. The adapter was severely decentered. The rubber caps of the buttons were worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the cable on the high-definition autoclavable camera head was broken. There was a sporadic image failure. This report is to capture the reportable malfunction of the sporadic image failure.

Manufacturer narrative:
This supplemental report is submitted to provide the legal manufacturer¿s final investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the most probable cause is due to a faulty cable. Olympus will continue to monitor the field performance of the device.